Manufacturer narrative:
Event date: the date of event is unknown, first date of the month of the aware date was used.

Event description:
It was reported that a break in a hypotube occurred. The target lesion was the saphenous vein graft to obtuse margin. A while advancing a 10 mm x 4.0 mm wolverine coronary cutting balloon within a convey guide catheter, the wolverine shaft kinked and then broke in half. The device was retrieved. No patient complications were reported.